Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited myopotential oversensing post implant. Noise was able to be created with arm movements. Additionally, out of range pace impedance measurements were exhibited at greater than 2,000 ohms. Subsequently, the patient underwent a revision procedure and the lead was manipulated and tested. Normal impedance measurements were observed. During lead inspection the physician found that the atrial lead was kinked just behind the white seal therefore, additional manipulations were performed which resulted in normal impedance and sensing measurements. Final check was then completed and no further complications were reported. No adverse patient effects were reported. This product remains in-service.